Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified that the event code was logged in the device's memory; however, physio was able to successfully charge and shock without any discrepancies. Physio then cleared the device's memory, which cleared the event code and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had failed the user test. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it had logged an event code in its memory which is associated with a failure of the device to charge for defibrillation energy. At the time when the code is logged by the device, its charge function would be disabled.